Manufacturer narrative:
A review of lot file a739 was performed. There were no nonconformances or alarms associated with this event type reported for this lot. This lot met all release requirements. A review of complaints received for lot a739 was performed. There were two other complaints of bowl leaks reported at the time of the investigation for this lot. No trends detected. Service order (B)(4) feedback: centrifuge and everything cleaned and remounted. Centrifuge, vacuum pump and bowl-optic sensor checks respectively, adjusted. Checkout procedure successfully performed. Repairs have returned this instrument to expected operation. This assessment is based on the information available at the time of the investigation. Returned centrifuge bowl was received and analyzed. The complaint was confirmed. No root cause for the issue could be definitively determined. It is possible that the vacuum chuck of the centrifuge can exert too much stress on the bowl while it is spinning and cause a crack. This crack occurred relatively early in the first collection cycle, so high stress from the vacuum chuck is a likely root cause for the crack. There is no further action required at this time. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken at that time. Mxp number (B)(4). Refer to CAPA number (B)(4).

Event description:
Customer reported a centrifuge bowl leak. Complainant: same as reporter. Bowl leak during first cycle: customer heard a bang, then blood leak alarm occurred. Leak from bottom of bowl: not attached completely anymore to remainder of bowl. Blood has leaked through centre of centrifuge. Drain bag contains blood. Service order number (B)(4) was created for the inspection of the instrument. Customer returned kit for investigation.